Event description:
Following bilateral intraocular lens (iol) implant surgery, a consumer reports monocular double vision at near only. The surgeon feels this is a neuro adaptation issue. Right eye MDR #1119421-2007-00228, left eye MDR #1119421-2007-00229.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported for this lot number. This report was mailed to the FDA on: 05/30/2007. Additional information was requested on 05/01/2007, 05/02/2007, 05/15/2007, and 05/21/2007 by phone, mail and fax. Add'l info was provided on 05/01/2007 and 05/21/2007 by phone and fax.